Event description:
Patient was discovered to have a skin burn after about 45 minutes of surgery. The surgeon noted that the surgical field seemed warmer than it should have been. When the halogen light housing was opened and examined after the operation, it was apparent that 2 of the 3 of the glass filters surrounding the halogen light bulb were missing from one light and 1 of 3 filters from the other light. Inside the access door was a sticker reading "danger: never use without 3 ir filters in place. Severe burns could result" along with a drawing indicating that the glass filters surrounding the bulb were the ir filters. The filters are held in place by a spring at the bottom and small metal pins at the top. Some of the pins were corroded and/or missing so that the filters were not firmly held in place and may have been inadvertantly lost when the bulb was changed.